Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. Visual inspected the pump and found error code 10037 on display. The pump was inspected and a battery was inserted into it alarm "error code 10037"was displayed and the pump was not able to perform any functional tests. Further investigation the pump and determined that an intermittent motor was the cause of the issue. The motor will be replaced in order to resolve the issue.